Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.